Manufacturer narrative:
The reported event of a "failure to capture" could not be confirmed. Final analysis found no anomalies contributing to the reported issue. Device function was normal. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that the patient became syncopal due to capture failure by their right ventricular leadless pacemaker (lp). The patient was noted to become cyanotic and pulseless. Cardiopulmonary resuscitation was performed. The lp was explanted and replaced. The patient was recovering with respiratory distress noted.